Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the surgical revision form stated that the implantable neurostimulator (ins) and lead were replaced because the patient requested due to lack of efficacy. It was noted that the ins and the lead were replaced on (B)(6) 2014. It was noted that the outcome was unknown at the time of report. Additional information received reported that the patient requested a surgical revision due to a lack of efficacy and the ins and tined lead were replaced on (B)(6) 2014. It was noted that the device was interrogated multiple time the day of revision. It was noted that the shortest longevity was 67.3 months.

Event description:
Additional information reported the patient had increased urinary frequency, urgency and incontinence. The reason for removal was noted as normal battery depletion and additional not as not available. It was unclear what the reason for removal was. There was no patient injury and the event was considered resolved without sequelae.

Manufacturer narrative:
Upon return of the implantable neurostimulator (ins) analysis found no significant anomalies. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v673557, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).